Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump batteries had to be changed twice in 24 hours. The customer's blood glucose reading was 176 mg/dl at the time of incident. Customer also indicated that multiple set changes were performed from the battery issue. The customer was advised to change out the battery for 10 minutes and call back if more troubleshooting is needed.